Event description:
(B)(4) is the initial importer of the device which is a trapeze. Facility states that it wasn't in the room when the trapeze broke. It is believed that the resident was pulling on the trapeze and using it in ways not intended for the product. The resident subtained a broken tailbone and was transported to the hospital. The free standing trapeze is at the facility's warehouse. The triangle is in the resident's possession.